Manufacturer narrative:
No product was returned for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The medical assessment of this event by roche, with the information available up to now concluded, that it cannot be determined whether the meter contributed to this event because: - from(B)(6) 2020 until (B)(6) 2020 inr results on meter were within inr therapeutic range (2 < inr < 3), in line with the laboratory inr result performed on (B)(6) 2020 indicating no significant differences in clinical decision making. A meta-analysis observed that nearly 50% of all major complications occurred even when the inr was within therapeutic inr target range, [literature source: oake n, fergusson da, forster aj, van wc. Frequency of adverse events in patients with poor anticoagulation: a meta-analysis. Cmaj 2007; 176:1589-94]; on (B)(6) 2020 warfarin was on hold to perform endoscopy (the patients laboratory inr was already at the lower end of therapeutic range 2 < inr < 3) with an increased risk for thromboembolic events (as occurred): no bridging with heparin was reported. The meter and test strips were requested for investigation. The test strips are no longer available to return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter alleged that incorrect meter readings from the coaguchek xs meter, serial number (B)(4) that were within the patient's therapeutic range led to a blood clot. On (B)(6) 2020, the patient went to the ER due to vomiting and diarrhea. The patient reportedly tested his inr on his home meter before going to the hospital and received a result of 2.4 inr. Upon being admitted to the hospital, the patients result from the laboratory was 2.0 inr. The patients warfarin was stopped to perform an endoscopy. The patient was released from the hospital on (B)(6) 2020 and resumed taking his warfarin on (B)(6) 2020. The patient went to his primary care physician on either (B)(6) 2020 or (B)(6) 2020 and the doctor sent him for a CT scan which reportedly revealed a blood clot. The doctor reportedly stated that at some point in the past the patient "was not therapeutic" and developed the blood clot. The patient's wife alleged that "he was therapeutic" leading up to the discovery of the clot. The patient stated that the physician was dosing based on the patient's meter results leading up to the discovery of the blood clot. The blood clot was allegedly lodged in the artery leading to the small intestine. Surgery was performed to remove the clot and part of his small intestine. The patient's therapeutic range during the relevant timeframe was reportedly 2.0-3.0 inr. The interval of testing: every 10 days. This MDR is being submitted in an abundance of caution.